Event description:
It was reported that the lead exhibited no capture. The lead was found dislodged in the coronary sinus.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.